Event description:
This report is based on information provided by philips remote service engineer (rse) and the local biomed has been investigated by the philips complaint handling team. Philips received a complaint on the intrepid defibrillator indicating that the therapy delivery test failed. The biomed communication with the philips rse concluded the problem was with the high voltage capacitor. The high voltage capacitor was being sent to the biomed for their instillation. No further action is needed at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunctioning high voltage capacitor. The reported problem was confirmed by the biomed. The device was evaluated and determined to need a high voltage capacitor. The high voltage capacitor was sent to the site biomed for their installation. The investigation concludes that no further action is required at this time. The high dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.